Event description:
It was reported that a spectrum pump shuts off during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: e1: initial reporter e-mail: (B)(6). Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the device shuts off. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a damaged ac (alternating current) power port. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.